Event description:
It was reported that during an (hpb) hepatobiliopancreatic, distal pancreatectomy and splenectomy surgical procedure, an undefined adapter error, issues after firing, and difficulty removing the device from the patient. The yellow caution error appeared on the screen with an adapter error and an arrow indicating to remove the reload while the device was still clamped on tissue. This occurred during firing while attempting to retract the knife blade, which moved forward and backward about 2 cm. Disconnecting the handle did not resolve the issue. A reset of the power handle ultimately allowed retraction of the knife blade and removal of the stapler from the tissue. No patient complications have been reported as a result of this event. From sr-60903206 - duplicate of pe 709009542.

Manufacturer narrative:
D10 concomitant products: sigadaptxl - sig power sigadaptxl linear xl adapter - sn: (B)(6) sigphandle - sig power sigphandle handle - sn: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.